Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient reported blood glucose results of 424 mg/dl with a lifescan meter and a 224 mg/dl on an ot profile meter (invalid comparison), performed within 10 minutes of each other. The patient retested and obtained a blood glucose result of 463 mg/dl on the reported meter. The customer service representative walked the patient through two consecutive control solution tests and both results fell outside the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Meter and test strips were replaced.